Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. It was not clear if the patient was hospitalized prior to death. Pd therapy was ongoing until the time of death but the pt was not connected to the device at the time of death. It was unknown if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. There was no evidence of fluid or moisture found within the device. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. The direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.